Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lense adhesive was chipped. Based on the results of the investigation, and since the something stuck inside the channel was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the chipped adhesive was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had something stuck inside the scope channel. The issue was found during reprocessing. There were no reports of patient involvement.